Event description:
It was reported that the procedure was to treat a hepatic artery liver transplant with anastomosis pseudoaneurysm with active bleeding. Three stent grafts were used to seal the bleeding, a 4.0 x 26 mm graftmaster, a 4.0 x 19 mm graftmaster and a 5.0 x 16 mm non-abbott device. There were no adverse patient effects due to the use of the graftmasters. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 4.0 x 19 mm graftmaster, referenced is being filed under a separate manufacturing report number.